Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of a set screw anomaly was confirmed in the laboratory. Visual inspection identified silicone, septum material in the lv is-1 set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening the set screw.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the device change-out due to normal eri, the lv port setscrew would not loosen. The septum was removed and cleaned but didn't not help. (B)(4) adhesive was then used to hold the wrench tight and loosened the screw. No further complications were observed.